Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: part 04.005.524, lot 27990p1: manufacturing site: mezzovico. Release to warehouse date: july 25, 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. H3, h6: visual inspection of the returned device found the threads of the screw were stripped. No other damage was observed over the surface of the device. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces like during manipulation or implantation and/or removal procedure. With available information, the complete potential cause cannot be fully determined. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The drawings reflecting the current and manufactured revisions were reviewed. The overall complaint was confirmed as the observed condition would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported the grub screw broke. The patient underwent a revision procedure in (B)(6) 2025 but did not experience any adverse events related to the broken screw. The patient is currently doing well; the patient got a hip prosthesis. After product was returned, it was noted that two locking screws were stripped.